Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and the pebax was observed yellow and the helix spring appears bent. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, scratches and holes on the surface of pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab has identified a hole on the surface of the pebax. It was initially reported that during the atrial fibrillation (afib) ablation procedure, the thermocool® smart touch¿ electrophysiology catheter had interference/noise. A second catheter was used to complete the operation. There was no report on adverse event on patient. The customer¿s reported issue of ¿interference/noise¿ on the body surface (bs) or intracardiac (ic) signals is not MDR reportable since the risk to the patient is low. On 5/15/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified the pebax appears to have a yellow color and the helix spring appeared bent. These findings were reviewed and assessed as not MDR reportable since the integrity of the pebax sleeve appeared to not have been compromised and the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 6/3/2019, further testing was performed including an scanning electron microscope (sem) analysis. Sem analysis revealed evidence of mechanical damage, scratches and holes on the surface of pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through sem analysis on 6/3/2019 and reassessed this complaint as MDR reportable.